Event description:
It was reported that the patient died 8 days following the implant of the ICD and approximately 8 years following the implant of the right ventricular (rv) lead. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).